Manufacturer narrative:
Analysis of treatment data recorded by the system revealed nothing unusual. There were no device performance or user issues observed that would cause the symptom(s). (B)(4).

Event description:
Post miradry "treatement" patient contacted office ((B)(6) 2020) with concerns of redness and irritation, patient then called again on (B)(6) 2020 with concerns of edema, redness, fever and chills. Patient started round of keflex (B)(6) and was seen by physician the following day for culture, incision and to drain the abscess. On (B)(6) 2020 manufacturer was contacted by health care provider to report that the abscess was resolving after the round of antibiotics and draining.